Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302832 batch number#: 3209749 it was reported by customer that particulate was found in a 30 ml bd syringe while drawing out. The 30ml bd syringe with luer-lok tip was then set aside for further investigation and sent to an approved contract lab for analysis verbatim#: rcc received a complaint via email. Email(s) attached. During a manufacturing process, a particulate was found in a 30 ml bd syringe while drawing out xx. The 30 ml bd syringe with luer-lok tip was then set aside for further investigation and sent to an approved contract lab for analysis. Note: the contract laboratory used for the particulate ID is on the yy approved supplier list. The subject scar (supplier corrective action request) was initiated to capture the contract lab's findings. The hsa bottle used for the aliquot was inspected and found to be free of particulates. The particulate observed was identified by the contract laboratory by digital microscopy and fourier transform infrared (ft-ir) spectroscopy as polyisoprene and inorganic silica.

Manufacturer narrative:
(B)(4). Follow up. It was reported particulate was found in a 30ml syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with about 17ml of a yellowish solution and two white specks at the rubber stopper. No other information could be obtained from the photo. A device history record review was completed for provided material number (B)(4), lot 3209749. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. Not applicable material#: (B)(4). Batch number#: (B)(4). It was reported by customer that particulate was found in a 30 ml bd syringe while drawing out. The 30ml bd syringe with luer-lok tip was then set aside for further investigation and sent to an approved contract lab for analysis verbatim#: rcc received a complaint via email. Email(s) attached. During a manufacturing process, a particulate was found in a 30 ml bd syringe while drawing out xx. The 30 ml bd syringe with luer-lok tip was then set aside for further investigation and sent to an approved contract lab for analysis. Note: the contract laboratory used for the particulate ID is on the yy approved supplier list. The subject scar (supplier corrective action request) was initiated to capture the contract lab's findings. The hsa bottle used for the aliquot was inspected and found to be free of particulates. The particulate observed was identified by the contract laboratory by digital microscopy and fourier transform infrared (ft-ir) spectroscopy as polyisoprene and inorganic silica.